Event description:
Caller reported that the t:slim x2 pump battery would not charge and noted the presence of a power source alert. There was no adverse impact to the customer¿s blood glucose level. Caller resolved the issue by changing the charging supplies and was informed by technical support not to use non-tandem charging cables unless directed for troubleshooting. A replacement charging cable from tandem was sent via two-day shipping. The pump began charging, and no further assistance was required.